Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Two months following implant, the patient exhibited signs and symptoms of contact dermatitis. The area around the device was inflamed and swollen. An allergy test was anticipated and further information was not available. The patient was in stable condition.